Event description:
The doctor stated that he placed a medpor nasal implant in 2005. The doctor stated that the implant started to extrude a year after implantation and he removed the implant.

Manufacturer narrative:
The doctor indicated that the implant was in good condition after it was explanted. The device history records for this lot were checked from processing to finished good and is within specification. Sterility testing was performed as required and all tests passed. In the past 24 months, the complaint percentage rate for the past 24 months is .0072.